Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. The insulin pump has cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer's mother does not recall any significant events leading to the alarm and he was in room playing video game. The customer's mother was advised that the device would be replaced and agreed to return the product for analysis. Customer's mother was advised to discontinue use of the device and revert to a backup plan.